Manufacturer narrative:
The evaluation revealed the flexible set screwdriver to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no dimensional, functional, visual or manufacturing related issues were found. The reported event was confirmed; the flexible spiral part of the screwdriver was found deformed, the outer spirals partly uncoiled and partly broken. The inner spirals were found partly constricted and deformed. These damages are the result of high torsional forces during rotating in counter-clockwise direction. If the screwdriver was used in a gamma3 nailing surgery could not be determined due to missing information. It cannot be excluded that the screwdriver was used abnormal. Anyway, because no manufacturer related issue was detected the case is attributed to a user error. The IFU includes that all instruments shall be handled with care and like described in the operative technique. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Customer reported that the device broke during the treatment of endomidollar osteosynthesis. Another screwdriver was available, no surgical delay, no adverse consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that the device broke during the treatment of endomidollar osteosynthesis. Another screwdriver was available, no surgical delay, no adverse consequences.